Manufacturer narrative:
Device evaluation: the complaint product was returned in its original packaging. No assembly error and/or defect related to manufacturing process was observed. The plunger was in partially advanced position. Visual inspection performed under microscope: traces of lubricating material residues were observed in the device. No lens was received for evaluation, the lens remains implanted. No damaged or defect was identified in the device. The reported issue could not be verified. Based in the analysis of the product returned there was nothing observed that might lead the reported issues. There was no product quality deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted, however, was left in back of the eye. If explanted, give date: not applicable. (B)(4). Device evaluation: product testing could not be performed since no product was returned for evaluation. According to the initial report iol will not be returned. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated, and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded intraocular lens (iol) was defective/had injector issue. Provisc was instilled into the anterior chamber and in the capsular bag. Then, the suspect lens was injected into left eye into the capsular bag. However, as it was being injected it shot right out of the loader and all the way through the posterior capsule still folded. The iol was unable to be obtained. An attempt was made to use an indirect to interview, however no view was able to be seen. Patient was then referred to the university of iowa retina team to discuss the situation and the best course of action. They stated that it was okay for this lens to be in the back of the eye and it was not an emergency to send the patient up right away for removal. They will see her tomorrow morning in clinic to assess the situation, and come up with a plan. They stated that they may end up just leaving it in the eye, and it may not cause any problems. They asked that a suture be placed to the main wound, but to otherwise do the postop drops as normal. It was learned that the patient developed blurred vision, eye pain, and halos. No other information was provided.